Event description:
It was reported that a user of the ilet experienced hyperglycemia with a continuous glucose monitor (cgm) ¿high¿ alert and a confirmatory fingerstick of 423 mg/dl for approximately two hours while using an inset infusion set at the abdomen and a g7 cgm. The user reported minimal carbohydrate intake and had recently treated a low, did not announce a zero-carb meal of eggs, and performed a successful site change with no evidence of a bent cannula, which aligned with a use-related issue rather than a component problem. Symptoms included hyperglycemia with associated headache and irritability. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and a usage problem identified, specifically improper or incorrect procedure related to low treatment and lack of meal announcement, with no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.

Manufacturer narrative:
Initial.